Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting issues with the transmitter/insulin pump connection via phone call, the customer reported a blood glucose level of 44 mg/dl. Customer treated with juice and honey. Low blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis. The sensor was not replaced or returned for analysis.